Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-aug-2025, user reported hyperglycemia while using the ilet with steel contact detach infusion sets. The user's blood glucose (bg) was over 400 mg/dl for two hours. Troubleshooting confirmed insulin delivery from the cartridge and tubing, and insulin was not expired. User recently started new medications, including oxycodone, and was advised to consult their hcp regarding possible effects on bg. A full site change was completed, and insulin delivery resumed. Follow-up two hours later showed bg trending down to 300 mg/dl. Lowest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected with a full supply change. Symptoms included lethargy. No prolonged out-of-range period, outside assistance, or medical intervention was required.